Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.

Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels and fluid accumulations around the hip reported.